Event description:
Her-spec light speculum is being supplied to the women's clinic to be used for pelvic examinations and pap smears. These speculums are extremely difficult to close and presents a safety concern. If opened in the vagina and not able to close, will cause pain and potential damage to the veteran. These speculums need to be taken away because they are dangerous because they cannot be closed easily and with the usage of 1 hand. Reference reports mw5165325, mw5165326.